Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient arrived at the health care facility due to experiencing fainting sensation and dizziness. Analysis of this implantable pacemaker was performed, and it was found that the battery longevity has decreased more than expected. The patient was admitted to the health care facility for a replacement procedure and the day of the replacement; this pacemaker entered in safety mode. The replacement procedure was completed. This device is expected to be returned for analysis. No further adverse patient effects were reported.